Event description:
The customer reported that the insulin pump alarmed motor error. Troubleshooting was performed. Ran a displacement test and the test failed. The customer's glucose reading at time of call was 275mg/dl. Advised the customer to revert to back up until the replacement of the insulin pump arrives. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed motor error during the rewind process as a result of a corroded motor home switch. Unable to perform the displacement test and further testing could not be performed due to the motor error alarms.